Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed elevated capture threshold and low impedance measurement on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2026. The patient was in a stable condition.